Event description:
It was reported that post routine device replacement the right ventricular (rv) lead was non-functional and assumed to be damaged during the procedure to replace the device. The rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.